Event description:
It was reported that when the device is booted up on battery power, intermittently, it will power off. According to the reporter, this failure only appears to occur when the power cycle is completed multiple times in a row. There were not reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the power supply assembly and the battery pack. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power supply assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.